Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because the serial number was not provided. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump had been "on for two hours" and that it hadn't delivered any formula. They did state that they were leaving the bag and formula out in between the patients feeding, which may have been outside the formula hangtime guidelines. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. Complaint-(B)(4).